Event description:
It was reported the device was used during an unk procedure. It was reported by the affiliate that the device fell apart. The piece that fell off was retrieved from the pt. There was no pt consequence. Add'l info received on 11/24/97. It was stated by the affilate that they did not receive the device. It was not reported which part of the device broke, therefore no add'l info is available.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: desufflation lever condition, conforming; inner gasket condition, conforming; outer gasket condition, conforming; sleeve condition, conforming and stopcock conidition, conforming. Functional tests & results: flapper door functional, conforming. Analysis conclusion: based upon the inquiry info, visual examination and functional tests, no conclusion could be reached as to how the reported "device fell apart" during surgery occurred. The sleeve was received with excessive dried body fluid and tissue in the sleeve housing. "A" one seal was attached in good condition. The devices were inspected and no deformity could be identified. All gaskets were found to be intact.